Manufacturer narrative:
This report filed (B)(6) 2015.

Manufacturer narrative:
Device not yet recieved by manufacturer.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead and subsequently developed an infection at the implant site. The issue could not be resolved and the device was explanted on (B)(6) 2015. The patient was reimplanted with a new device on the contralateral ear on (B)(6) 2013.